Event description:
Family member reported pt passed away 2004. Unknown cause of death. The device was not returned to the MFR for analysis. A follow-up report will be sent if additional info is received.